Manufacturer narrative:
Since no product has been returned, extended investigation has been performed for the reported complaint and determined that there was no indication that the product did not meet specification. Dhrs (device history review) for the freestyle libre sensor and freestyle libre sensor kit were reviewed and the dhrs showed the freestyle libre sensor and freestyle libre sensor kit passed all tests prior to release. Dose audit reports were reviewed and demonstrates the continued effectiveness of the established sterilization process for libre sensor kits. Environmental monitoring reports were reviewed, including bioburden and endotoxin testing, and demonstrated that all monitoring processes continue to meet adc minimum requirements for product quality. All review activities conducted above, including but not limited to the final release testing specifically associated with the manufacture of this product, are sufficient information in order to show if the product has met specifications prior to release. If the product is returned, the case will be re-opened and a physical investigation will be performed. The date of manufacture is unknown. The date listed in device manufacture date is the date when abbott diabetes care became aware of the event.

Event description:
Customer reported experiencing an allergic skin reaction while wearing an adc freestyle libre sensor. It was further reported the last two sensors he used caused ¿skin irritation¿ at the insertion site. On (B)(6) 2018 customer self-presented to a healthcare provider and was prescribed betaderm (betamethasone) ointment and fucidin (fusidic acid) ointment. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
The customer's products have been requested for investigation. A follow-up report will be filed once the product is returned or additional information is obtained. The date of manufacture is unknown. The date listed is the date when abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Customer reported experiencing an allergic skin reaction while wearing an adc freestyle libre sensor. It was further reported the last two sensors he used caused ¿skin irritation¿ at the insertion site. On (B)(6) 2018 customer self-presented to a healthcare provider and was prescribed betaderm (betamethasone) ointment and fucidin (fusidic acid) ointment. There was no report of death or permanent injury associated with this event.